Manufacturer narrative:
Visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. Conclusions: no conclusion can be drawn. Based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.

Event description:
The reporter stated the technician removed an aq2010v silicone three piece lens from the lens tray to prepare for loading and noted one haptic was bent. The lens was not loaded or used and there was no patient contact. The reporter stated the lens was defective.